Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported marker lumen blockage could not be confirmed as the device was returned with evidence of blood in the marker lumen. Based on the reported information and returned device analysis a conclusive cause could not be determined for the reported marker lumen blockage. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)((4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) anatomy: the prostar xl percutaneous vascular surgical systems are intended for percutaneous delivery of sutures for closing the common femoral artery access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other prostar xl device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with two prostar xl devices were attempted in the femoral vein using the preclose technique prior to mitraclip procedure. The arteriotomy was 6fr. The sheath was upsized to 24fr. Reportedly, it was not possible to see marker flow in both prostar xl devices. The mitraclip procedure was completed and hemostasis was achieved using a surgical suture. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the prostar xl device and established in the preclose technique. No additional information was provided.